Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support (ts) stating that unit would not power off. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11jul2019. Date received by manufacturer: 09jul2019. The biomedical staff at the hospital determined that there was a problem with the power management board (pmb). The manufacturer's field service engineer (fse) provided a quotation for the new board. The customer requested the cancelation of the manufacturer's work order. It was reported that the customer later repaired the pmb through a third party. Although requested, additional details of the repair were not obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.